Manufacturer narrative:
(B)(4). The DHR (device history record) for the reported lot #(71f15h0683) showed no relevant findings.

Event description:
The customer alleges the swg (spring wire guide) was kinked when the package was opened prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set for evaluation. The guide wire was returned outside of the advancer tube. The returned guide wire contained one kink near the distal j-tip. The returned advancer tube contained signs of use in the form of biological material on the guide wire advancer and inside the tubing. The returned guide wire contained one kink 19mm from the distal end. The length and outer diameter of the guide wire were measured and found to be within specification. The returned guide wire was able to pass through a lab inventory catheter with a lot of resistance. A manual tug test confirmed both the distal and proximal welds are fully intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." Other remarks: the reported complaint of a kinked guide wire was confirmed by complaint investigation. The returned guide wire contained one kink near the distal j-tip. The guide wire passed all relevant dimensional tests. A device history record review was performed with no relevant findings. The probable cause of this complaint could not be determined as the time of discovery did not match the sample received. It was reported that the guide wire was found kinked prior to user; however, the guide wire advancer tube contained signs of use. Teleflex will continue to monitor and trend for complaints of this nature. *a conclusion code could not be found as the complaint was confirmed; however, a root cause could not be established.

Event description:
The customer alleges the swg (spring wire guide) was kinked when the package was opened prior to patient use.